Event description:
It was reported that upon interrogation, a patient notifier alert was delivered for high voltage lead impedance that was less than 10 ohms. The patient did not receive hv therapy. Isometrics, arm positioning and pocket manipulation were performed and the low impedance measurement was not reproducible. The physician opted to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.